Event description:
It was reported that during a routine device change-out of an ICD due to eri, the lead exhibited high out of range impedance values when connected to the new ICD. The physician elected to cap the lead and a new lead was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.